Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown while changing a setting. The device was reported to be in clinical use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device restarted when attempting to change the fio2 (fraction of inspired oxygen) level. The customer found error code 3007 (software exception) in the event log of the device. The rse confirmed with the customer that an error code 1101 (check vent: ventilator restarted) occurred in conjunction with 3007. The rse informed the customer that when a 1101 code and 3007 code occur together, no action is needed. This means that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The customer confirmed to the rse that a full performance verification test was completed on the device, and it passed all included testing. The device was returned to use.